Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "dr...performed a left hip revision due to peri-prosthetic fracture." A restoration adm/mdm insert, universal cement restrictor-disposable inserter, v40 head, and exeter cemented stem were revised. Spoke to rep: there are no allegations against any of the implants. Rep confirmed that no further information would be released by the hospital or surgeon and explants are hospital retained.